Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
Related manufacturer report number: 3005334138-2018-00489, 3008452825-2018-00417, 3005334138-2018-00498, 3008452825-2018-00418, 3005334138-2018-00497 during a ventricular tachycardia ablation procedure, a cardiac perforation occurred. One hour following the procedure, the patient became hypotensive. An echocardiogram revealed a pericardial effusion for which a pericardiocentesis was performed to stabilize the patient. There were no performance issues with any abbott device.